Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump battery could not be intermittently charged. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.